Manufacturer narrative:
.

Event description:
At this time no further changes were made and the system remains implanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high out of range high voltage impedance measurements were noted. More information will be provided. No adverse patient effects were reported. The system remains implanted. A review of the data sent in by boston scientific technical services (ts) noted that triad configuration was programmed recently. It was noted that no noise or impedance changes were reproduced by isometrics and pocket manipulation. Ts noted that the decision on how to approach the out of range shock impedance values would be up on the physician. They may choose to conservatively monitor the patient for any other possible issue with the shock impedance or they may test the system for an integrity by delivering 1j and 41j max energy shock. Ts also noted that it would be still good to see a good resolution x-ray picture of the header and exclude under insertion of the hv terminal pins.